Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: the pump boots to the verify with normal operation. Pump was exercised for a 24hr duration period with a 1.0u/hr basal program; no alarms occurred during this time. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No cancelled boluses were duplicated. The keypad was tested and all keys are responsive to user input. No hypersensitive keys were observed on keypad. Investigators were unable to duplicate the complaint during the investigation. There was no defect found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.